Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿inadequately mixed solution¿ with a potential root cause of ¿incorrect mixer speed or incorrect component sequence¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿inspect the catheter before use. Do not use the product if the device or packaging is damaged."

Event description:
It was reported that the catheters lacked lubricity.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheters lacked lubricity.